Manufacturer narrative:
Previously reported on (B)(4) with mdr3030677-2022-05118. Device investigation is pending the return of the device. Device investigation will take place on (B)(4).

Event description:
It has been reported that device speakers are not functioning properly.